Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's healthcare provider prescribed adjustment to the pump basal setting to keep customer's blood glucose levels "consistent and level". Blood glucose values were not reported. Customer's blood glucose was in target range at time of report.